Manufacturer narrative:
(B)(4). Additional 510(k) number is k101880.

Event description:
Doctor reported that during the clinical procedure of implant placement, the tsvtwb11 implant hex was broken. Tooth site #30.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay both a correction and additional information. The correction is that the event was previously reported as a serious injury in 0002023141 - 2020 - 00595, when in fact it should have been reported as a malfunction. Type of reportable event is corrected to malfunction. Device evaluated by manufacturer was updated. Device manufacturer date was updated. Method code was updated to 3331 and 4109. Results code was updated to 3252. Conclusions code was updated to 4307. Narrative/data was updated. The reported device bundle was returned for investigation with its mount and screw. Visual evaluation of the as returned product bundle identified a fractured mount hex and signs of use, dried bone and wear on the implant. The reported condition of a fractured implant was not confirmed, while the reported condition of fracture was confirmed for the bundled mount. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.